Manufacturer narrative:
Conclusion: images were submitted to medtronic for review. The image review showed no valve load checks for this event. The imaging that was provided confirmed the valve was deployed to 100% and a severely calcified annulus caused a severe constrained inflow. There was no additional imaging of the dislodgement. There was no additional imaging provided confirming the procedure attempts. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, a conclusive root cause could not be determined from the limited available information, but the severely calcified annulus and valve constrainment may have been contributing causes. Dislodge events are typically not related to a device malfunction. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. With the medtronic image review identifying a severely calcified annulus as causing the valve constrainment, the cause of the frame expansion issue was a patient-related condition. Review of the device history review (DHR) and frame record for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. H6-updated eval method, eval result and eval conclusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted. No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant procedure into a native aortic valve with thickened leaflet calcification as well as tri-leaflet calcification a pre balloon aortic valvuloplasty (bav) with an 18 millimeter (mm) non-medtronic balloon was performed per facility protocol. The transcatheter valve was successfully implanted across the native valve and then deployed to 80%. Bi plane imaging indicated constraint in this valve frame. The valve was deployed at 80% at a depth of 0-1 mm on the non-coronary cusp (ncc) and >6 mm on the left coronary cusp (lcc). Upon final deployment, the valve remained in the same location as at 80% and still appeared constrained in the rao view. While the dcs was carefully being removed and while attempting to carefully remove the nose cone, the valve dislodged approximately 5-6 mm above the basal plane on the ncc. Per the physician, the nose cone did not appear to have any interaction with the frame. No images were available from the procedure. The dcs was removed and the valve was snared into the ascending aorta. No post bav was performed. The patient remained stable through the entire process. Based on the short length of the ascending aorta, a 20mm non-medtronic valve was then also implanted. No additional adverse patient effects were reported.